Event description:
It was reported that after implant procedure, post-op chest x-ray in the recovery room found atrial lead appeared to have moved. Loss of sensing and capture were also noted. The atrial lead was repositioned. The following day, both atrial and ventricular leads exhibited failure to capture at max output. No p-waves were sensed and r-waves were low. Chest x-ray revealed macro-dislodgement of both leads. The patient was brought back to the lab and the pocket was reopened. Upon inspection, insulation breach with exposed conductor was observed on the ventricular lead. The lead was explanted and replaced. The atrial lead was then repositioned. Chest x-ray was performed in the recovery area revealing malposition of the atrial lead. No p-wave sensing and no consistent atrial capture was observed. The device was reprogrammed. The patient was in stable condition and will be followed in-clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that during device check in (B)(6) 2017, the patient was tired. Atrial lead testing was performed and the patient experienced diaphragmatic stimulation. The device was left in the previous settings. The physician elected to revise the lead due to the patient required more pacing. During the procedure on (B)(6) 2018, the stylet would not go down through the lead. It was suspected that tissue was between the tine and the lead body. The lead was capped and replaced. The patient was stable before, during and after the procedure.